Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a no delivery alarm during manual prime. The customer's blood glucose reading was 458 mg/dl. The customer was able to rewind the device and prime it, and it worked. The customer was advised to monitor the device and call back if problems persisted. The insulin pump was not replaced or returned for analysis.